Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a hole in the right cylinder was identified; therefore, the cylinder and pump were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The returned cylinder was visually and microscopically examined, and leak tested. A hole from related to material wear was identified on the outer tubing layer, at the mid area of the cylinder body. This hole was confirmed to be a source of fluid loss; therefore, it was not pressure tested. The pump was visually inspected, microscopically examined, and functionally tested. No leak or visual anomaly was found; however, the pump did not pass the activation test. Product analysis confirmed the reported clinical observation of cylinder hole and determined a pump anomaly, which is likely to have affected device performance.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a hole in the right cylinder was identified; therefore, the cylinder and pump were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The returned cylinder was visually and microscopically examined, and leak tested. A hole from related to material wear was identified on the outer tubing layer, at the mid area of the cylinder body. This hole was confirmed to be a source of fluid loss; therefore, it was not pressure tested. Product analysis confirmed the reported clinical observation of cylinder hole, which is likely to have affected device performance.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a hole in the right cylinder was identified; therefore, the cylinder and pump were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.